Event description:
This rv lead was implanted on (B)(6) 2007. A call to technical services on 11/30/11 states that above the distal coil, it appeared the hv wires had split out. Between coils about 4-5cm looked like 3 thin shadows where there may be a lead issue, especially in rao mag view. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).